Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. She changed the infusion set and reran the bolus and it seemed to work but her blood glucose level went over 600 mg/dl. The customer treated her blood glucose level with a manual injection. The alarm was resolved by changing the complete set. Insulin was flowing out and she was not receiving it. The device was not returned.